Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system has had intermittent tracking issues. She uninstalled the spine license and spine tools 40 and reinstalled it because the previous stealth had tracking issues and this resolved that one's issue. Now when she logs into the application it will let her choose procedure and then will go back to the login screen and won't proceed to instruments. This occurs in all the procedure licenses, not just spine. The uninstalling and reinstalling the software resolved the issue and was able to proceed through the software and the application. There was no patient involvement.